Event description:
It was reported to philips that part of the etco2 connector sheared off in the device port when a patient was moved. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that part of the etco2 connector sheared off in the device port when a patient was moved. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.